Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2017. It was reported that values were 80 points off. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined.